Event description:
The customer states that one female patient generated an initial architect c8000 potassium assay result of 6.2 mmol/l that retested with the same value. The patient was redrawn the following day and this second sample generated a potassium result of 4.5 mmol/l. The customer's normal reference range is 3.5 to 5.3 mmol/l. The customer noted that six to eight patients may have been affected by this issue. No further patient information was provided by the customer. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer stated that patient samples have higher than expected potassium assay results generated on an architect c8000 analyzer. Recollected samples yielded results that were within the customers established normal range (3.5 - 5.3 mmol/l). The customer states that the controls for the potassium assay are acceptable and that a precision study for the potassium assay was also acceptable. The customer states that the integrated chip technology (ict) module ((B)(4)) was installed on (B)(6) 2009. The architect system operations manual states that the ict module warranty is 15,000 samples or two months post-installation, whichever occurs first. The customer indicates that the centrifuge in which the samples were spun has been replaced and that the issue appears to now be resolved. The architect system operations manual (pn 201837-105) (B)(6), 2008 and the clinical chemistry ict (na , k , cl) sample diluent package insert ((B)(4)) both contain the information necessary to address the customer's concern. A review of the complaint history files found no adverse trends related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. Based upon the available data and the results of this evaluation, the cause of the customer's issue was not identified, nor was any deficiency or malfunction identified. Probable causes include the expiration of the ict module or that the ict module has exceeded its time or sample warranty (> 2 months after installation or >15,000 samples); also, samples were not collected and/or prepared correctly and samples contain fibrin clots or particulate matter. This is a final report.

Manufacturer narrative:
Arch conc. Ict diluent lot#:70005hw00. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.